Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and wall adapter. Reportedly the customer was able to charge the pump with an alternate cable and adapter. Additionally it was reported that the customer received a power source alert. Customer indicated that tandem technical support (cts) would be contacted if issue was not resolved. Customer did not contact cts regarding the reported issue. Customer's blood glucose was 170 mg/dl.